Manufacturer narrative:
Corrected information has been provided in d1. The cause of the cardiac arrest was unable to be determined due to insufficient clinical details. The cause of the product damage on the anticontamination sleeve was not determined due to insufficient clinical details and no product return.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical review/rationale: an impella cp was inserted via right femoral artery in a 51 year old male for acute myocardial infarction with cardiogenic shock. The patient¿s comorbidities and clinical state prior to initiation of support were unknown. On arrival to the cath lab, the anticontamination sleeve t-lock disconnected from the sleeve, which was then secured using a tegaderm. On day 2 of support, the patient experienced cardiac arrest while in a CT scan and expired. No additional information is available. Death is a known risk associated with impella cp as described in the instructions for use.

Manufacturer narrative:
Corrected information was provided in d3, g1 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (serial number). Upon review, the section d serial number has now been updated. Corrected information was provided in d8 (was this device serviced by 3rd party?). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e1 (facility details). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report.